Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the filter extension set when infusing tpn. It was reported that the user reset the connections to the primary set and extension set however the extension set continued to leak, the set was then replaced. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter extension set was confirmed by visual and functional testing. No evidence of damage or anomalies was observed upon initial visual inspection. Microscopic inspection identified a 15mm vertical crack located on the female luer on the opposite side of the injection molding gate. Stress marks were observed at the base of crack. Tool marks were not observed. There was no other evidence of damage on the rest of the set. Functional testing identified a leak at the connection of the lab test syringe to the female luer of the set. No other leaks were observed on the rest of the set including the filter itself. The root cause of the leak was the crack in the female luer. The root cause of the crack was identified to be a result of multiple contributing factors.